Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the insulin pump has cracks on the lcd screen and it is no longer displaying information on the screen. There is fluid and moisture under the lcd display. Prior to the event, the insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The current blood glucose level is 194 mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked and bleeding lcd glass, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip. The device had moisture damage on the electronic assembly.